Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead pace/sense screw would not tighten down after multiple turns with the screwdriver. The screw was re-seated and tightened down, but the lead could be manually pulled out of the header. The screwdriver was then found to be bent. The device was not used and the physician requested a new device to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2008; 4194 implantable pacing lead, (B)(6) 2008. (B)(4).